Manufacturer narrative:
This report originally filed as [1119421-2024-00127]. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, patient had clear vision initially day 1 (20/30) but then a decline in acuity to 20/50 by week 2. Optical coherence tomography (oct) was normal and no improvement with refraction. When they dilated her at week 2 there was a hazy crystalline sheen within the central lens material inferiorly and extending into the central axis. The lens was explanted in a secondary procedure.